Manufacturer narrative:
The device in this report has not been returned to olympus medical systems corp. (Omsc) for evaluation. The reported event appeared to be caused by insufficient customer's reprocessing. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user facility found that the air supply function of the device was not working and the air/water channel was clogged during reprocessing at the end of the day. The user facility did not have equipment to release the clogged channel, therefore reprocessed the device with an olympus automated endoscope reprocessor oer-4 several times. After that, the user facility saw that blood exited from the channel of the device. The device was not used for a patient after the event. There was no report of patient injury associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc inspected the device and confirmed the following; there was no abnormality on the exterior of the device. No blood came out of the channel of the device. When the device was connected to the olympus equipment air/water valve maj-1444, light source clv-290sl, and the water supply tank and checked the air supply function, the air supply worked properly. When the device was connected and operated according to the instruction manual, there was no abnormality. Omsc determined that there is possibility that the liquid flowed out of the air/water channel because the liquid flowed back into the air/water channel during the procedure and could not be removed during reprocessing. In addition, omsc concluded that the user facility did not use the appropriate cleaning equipment during reprocessing, and therefore could not remove the liquid that flowed back into the air / water channel. Device history record (DHR) review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. If additional information becomes available, this report will be supplemented.